Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located below the knee. A 5.0 x 40, 135cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon was inflated several times and it was noted that there as pinhole and the balloon was burst. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b: pro code (product code): fge, lit g4: premarket / 510(k) #: k141521, k141597